Event description:
The customer reported to olympus, when using the evis exera iii xenon light source with a 190 series scope, a b30 scope communication error was displayed. The issue occurred during an esophagogastoduodenoscopy (egd) procedure. The customer wiped the gold contacts, rebooted the scope, swapped out scopes and the b30 error persisted. The customer then tried connecting a 180 series scope. B30 error did not occur and the procedure was completed. There was a delay of 15 minutes. The patient was not under sedation and no medical intervention was required as a result of the reported problem. The malfunction did not affect the diagnostic outcome of the procedure. The device was inspected before use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. An evaluation at the repair center confirmed the customer allegation ¿b30 error¿. The device when connected with a 180 series scope did not display b30 error. Additionally, it was noted that the scope socket was faulty and had corrosion. The bottom chassis and front panel chassis was rusted. The non-olympus lamp life meter was reading over 500 hours and was expired. Scratches were found on top cover. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that communication with the scope became abnormal due to scope socket failure and scope socket rust. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.